Event description:
Medtronic received the following journal article which is summarized as follows: implant degradation and poor healing after endovascular repair of abdominal aortic aneurysms: an analysis of explanted stent-grafts, j endovasc ther 2006; 13: 457-467. This journal article reported the following info: 12 explanted stent grafts were analyzed for failure mechanisms. The stent grafts studied included medtronic aneurx (n=2) and talent (n=5) stent grafts and stent grafts from another MFR. One explant was from a pt with an aneurx stent graft, which was implanted for 1.5 months and explanted during an autopsy. It was reported that the pt expired due to paralytic ileus and severe melena, and therefore, the cause of the pt's death was not related to the endovascular procedure. Damage on the aneurx stent graft was limited to a few broken metallic rings of the stent exoskeleton. A second explant was from another pt with an aneurx stent graft (MFR report # 2953200-2010-02025), which was implanted for 27 months and explanted during an autopsy. The pt expired due to bronchopneumonia and sepsis. It was reported that there was poor apposition of the stent graft with the vessel wall and that there was stent graft infolding. The cause of the pt's death was not related to the endovascular procedure. Damage on the aneurx stent graft was limited to a few broken metallic rings of the stent exoskeleton.

Manufacturer narrative:
(B)(4): eval results and conclusions: lot number, implant and explant dates were not provided. Death was unrelated to the endovascular procedure. None of the events in the article match event info already known to medtronic. The physician was contacted and requested to provide specific info related to each event related to aneurx devices, such as the lot number, implant date, and explant date. No reply has been received from the physician.